Event description:
It was reported to boston scientific corporation in 2005 that a ultratome xl sphincterotome device was used during a ercp procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the device failed to bow. Another ultratome xl sphincterotome device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Device destroyed